Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/26/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of lubricant material on lens which indicated that the unit was handled and prepared for surgical use. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. One of the haptics was observed broken and distorted. The broken haptic piece was not returned. The other haptic was observed damaged/distorted. No scratches were also observed on lens. The condition of the returned product is consistent with a unit that has been previously handled and prepared for the surgical process. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol), the doctor noticed a scratch on lens. Another lens was selected and inserted without incident. The lens was removed before completing the initial insertion. Reportedly, there was no patient injury. No additional information was provided.